Event description:
It was reported that patient presented in clinic after receiving multiple inappropriate therapies due to oversensing. Upon investigation it was noted that there was high lead impedance, multiple aborted charges, and eri. No adverse consequences were noted for the patient. Further information is not available at this time.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was found to be within estimated longevity. The device was found to be within estimated longevity. The device stored egms were reviewed and noise was observed on the egms. It was also found that the device had, in fact, delivered inappropriate anti-tachycardia pacing (atp) and hv therapies for an svt rhythm. Electrical measurements found normal device characteristics.